Event description:
The device was used during a lung biopsy procedure. Reportedly, the instrument did not fire. The hosp has reported no pt injury occurred.

Manufacturer narrative:
02/26/1999- supplemental report #1 sent to FDA.